Manufacturer narrative:
(B)(4) it was reported that a patient, (B)(6) male, underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter. A transseptal puncture had been performed. About two thirds into the ablation, the patient¿s blood pressure dropped and a small effusion was noted on intracardiac echocardiography (ice). The small effusion was tapped (pericardiocentesis) for approximately 40cc of blood/fluid. Vasopressors (norepinephrine) were administered through an IV. The patient was observed overnight per hospital protocol and did not require extended hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, an irrigation test was performed and the catheter passed, no occlusion was observed. A deflection test was performed and the catheter passed. The catheter was also evaluated for carto 3. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The force feature was evaluated and passed. The catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. The device history record was reviewed. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Methods: no testing methods performed. Results: no results available since no evaluation performed. Conclusion: device not returned. Concomitant medical products: non bwi - st. Jude medical 8.5fr slo sheath, lasso nav variable eco catheter. Model #: unknown, lot #: unknown. 8fr soundstar catheter, model #: unknown, lot #: eh000411. Non bwi - brk1 needle. (B)(4).

Event description:
It was reported that a patient, 66 year old male, underwent a paroxysmal atrial fibrillation (afib) procedure with a smart touch bidirectional catheter and suffered a cardiac tamponade, which required a pericardiocentesis and vasopressors were administered through an IV. The patient's medical history is unknown. The biosense webster systems all performed according to specifications and recommended defaults. No error messages were observed on the biosense webster equipment. The power was not titrated during the ablation. The patient received heparin during the procedure. The act was maintained between 250 - 300's a transseptal puncture had been performed with a brk1 needle. About two thirds into the ablation, the patient's blood pressure dropped and a small effusion was noted on intracardiac echocardiography (ice). The small effusion was tapped (pericardiocentesis) for approximately 40cc of blood/fluid. Vasopressors (norepinephrine) were administered through an IV. However, the exact dose was not known. The patient was observed overnight per hospital protocol and did not require extended hospitalization. The patient was reported to be in stable condition at the time the complaint was reported. The physician's opinion regarding the cause of this adverse event is that it was possibly procedure related. The issue most likely occurred during transseptal puncture and likely happened in the left atrial appendage (laa). Settings during the event include: irrigation flow settings were 2/30 ml/min / st. Jude medical 8.5fr slo sheath

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 9/29/2015. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).